Event description:
Information received from the field notes that the cell impedance was 16.5k ohms. At an earlier follow-up, three weeks previous, measured data was 2.76v, 7ua, 17.5 kohms. After powering the programmer off and on, interrogation revealed a cell impedance of 8 kohms. A download was successful at that time and normal measured data returned. The patient was not pacemaker dependent.